Manufacturer narrative:
The iol was received and transferred to the manufacturing site for evaluation. A supplemental MDR will be filed as necessary when additional information becomes available. All information currently available is included in this report. Other: device evaluation anticipated.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 22.5d. The optic was inspected under 10x magnification, and met specifications. All other optical properties met specifications. Manufacturing records were reviewed and showed no deviations. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. At the date of this report, amo has provided all available information. No further information is available or expected.

Event description:
The account reported the intraocular lens was explanted (B)(6) after implant due to dysphotopsia. There was no patient injury.